Event description:
The customer opened his new meter kit and found the cap open on the sample bottle of contour next test strips. No adverse events were alleged. The customer was advised to return the strips for investigation. Replacement test strips were sent to the customer.